Manufacturer narrative:
Additional information: b3, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/1/2024, it was reported by a sales representative via email that a 1099-095 telescoping lag screw locking mechanism broke when trying to lock it. All broken fragments were removed. The case was completed using a 1099-090 telescoping lag screw. This was discovered during a trochanteric nail procedure on (B)(6) 2024. The case was not delayed, and additional anesthesia was not needed.